Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button response on the down arrow button due to corroded keypad traces. The device also had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported that the buttons on the insulin pump's keypad were stuck. Customer did not recall any significant events leading up to this error. Blood glucose level at the time of the call was not provided. No further information was provided.